Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Samples were collected in the lithium heparin tubes. No system check data was supplied by the customer. Customer product line support (cpls) laboratory testing confirmed interfering substances in the patient blood. Heterophile interference is the root cause for the discordant results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02062.

Event description:
The customer reported elevated troponin I (accutni) patient results above the acute myocardial infarction (ami) cutoff from one patient's samples involving access 2 immunoassay system. This is report number one of two. The results were discordant to an alternate methodology, which was negative. The elevated results were reported out of the laboratory and questioned. There was no report of patient injury. There has been no report of change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient sample for further analysis.